Event description:
It was reported that the user disconnected from the ilet and consumed a snack while disconnected, which resulted in an elevated blood glucose of 218 mg/dl. The disconnection followed a prior low glucose event documented in a related case, and the issue aligned with an improper or incorrect use of the system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with the affected component being the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.